Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would either power off by itself, or reboot unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Numerous attempts to contact the customer have been made and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.